Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt was unable to turn stimulation off following hip replacement surgery. The pt was finally able to turn stimulation off, but then was unable to turn stimulation back on. Additional info has been requested from the hcp, but was not available as of the date of this report.